Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer had been hospitalized because of high blood glucose. She also mentioned that the drive support cap was damaged and was sticking out. The customer had been hospitalized on (B)(6) 2017 around 5:00 pm with the blood glucose of 540 mg/dl. The caller believes that the reason for the customer¿s complaint is that the pump is malfunctioning. He was wearing the pump at the time of the hospitalization and he is still in the hospital. During high blood glucose troubleshooting, the customer¿s blood glucose was 540 mg/dl and his current is 88 mg/dl. He is treating with bolus and a manual injection. Nothing further reported. The pump will be returning for analysis.